Manufacturer narrative:
(B)(4). The primary tubing has been discarded by the customer. However, the customer elected to send the secondary tubing in for eval. The product has not been received. A follow up report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported 250ml of avelon IV antibiotic backflowed into the primary infusion of normal saline with 20meq of kcl. Since there was only 400ml left in the normal saline bag the physician ordered the remaining fluid to be infused over an hour to make sure the pt received the medication. The antibiotic was green so it was easy to see the solution backflowed. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.